Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-05113. Reference MFR. Report#: 1627487-2013-05114. It was reported the pt had fallen. Afterwords, the doctor determined lead migration and the pt stopped recharging the ipg. As a result, the ipg has become non-functional.